Event description:
Explantation due to pain and strain problem, movement pain in the area, swelling and nurturing dorsal.

Manufacturer narrative:
Results: the result from histological investigation is not available yet.